Event description:
New information received notes that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. Additionally, the noise oversensing led to pacing inhibition.

Manufacturer narrative:
Correction: section a4 - added the missing patient's weight, which is 104 kg.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's right atrial (ra) lead exhibited noise. Programming changes were made. No patient condition was reported.